Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced headache and suspected that something was wrong with this pacemaker. The patient mentioned that the symptom encountered was similar to that of previous device which exhibited a malfunction. Attempts to obtain additional information were unsuccessful. This pacemaker still remains in service to date. No adverse patient effects were reported.